Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. E1 event site name due to character limitations (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 c-ring was not at the appropriate angle to create distance between the vein and the branches. They did not injure the vein. One branch was cut a little too close for their liking. They switched out the device mid procedure with the device the second pa was using to harvest the radial artery. There was a minor procedural delay, as it took a little longer to harvest the vein safely then switch out the device. There was no significant injury to the vein itself.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, e-1 (event site name), g-3, g-6, h-2, h-6, h-7, h-9, h-10. Reported lot # unk. A ship history was performed to the account, there is no evidence that anything was shipped to the account prior to the aware date. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.